Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material on the light guide rod lens. Based on the results of the investigation, olympus confirmed foreign material on the light guide rod lens, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, and since the device malfunction "an error occurred when it was being cleaned" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced an error when it was being cleaned. There were no reports of patient harm.